Event description:
On post operative day 8 ((B)(6) 2025), site reported an adverse event (ae) of peripheral hypodensity - new subtle peripheral hypodensity in spleen, which may represent tiny infarct. At time of reporting site has indicated in edc (electronic data capture) that no action was taken to treat the adverse event. The patient outcome is resolved, without treatment or sequelae. Resolved date is (B)(6) 2025 the patient continued in the study. This report is being submitted as follow up #1 for manufacturing report number 9612515-2025-00026 to provide event closure information for (B)(4).

Manufacturer narrative:
Clinical code: 4578 - peripheral edema: the site reported an adverse event (ae) of peripheral hypodensity - new subtle peripheral hypodensity in spleen. Impact code: 2199 - no health consequences or impact: the patient outcome is resolved, without treatment or sequelae. Resolved date is (B)(6) 2025. Medical device problem: 2993 - adverse event without identified device or use problem: the site confirmed here was no issues with the device before or during implant. Component code: 4755 - part/component/sub-assembly term not applicable. Type of investigation: 4110 - trend analysis: 4-year review was performed; occurrence rate was (B)(4). No trend requiring action at this time. 4112 - analysis of information provided by user/third party: scan review was performed on (B)(6) 2025 which concluded the below: · the event was submitted to report a new subtle peripheral hypodensity in spleen, which may represent tiny infarct. Assessment of the post implant imaging does not demonstrate any device related issues. 4111 - communication/interview: additional information was received by the site on (B)(6) 2025 which confirmed the below: · there was a 10% oversize and it was based on the true lumen size. · there was no intention to try and remodel the true lumen to its original size. · there was no anatomical features of note. · the event was identified on a cta taken on (B)(6). · there was no issues with the device before or during implant. · there was no issue between implantation and the patient event 8 days later. · the patient outcome is resolved, without treatment or sequelae. Resolved date is (B)(6) 2025. 3331-analysis of production records: comprehensive batch review was performed and no issues were identified during manufacturing process. The device was manufacture to specification. No causal link between the device and the event was identified. Investigation finding: 213 - no device problem found: the post implant imaging does not demonstrate any device related issues. Also, site confirmed no issues with the device before or during implant and no issues were identified during the manufacture of this device. No causal link between the device and the event was identified. Investigation conclusion: 4323 - device problem excluded: the post implant imaging does not demonstrate any device related issues. Also, site confirmed no issues with the device before or during implant and no issues were identified during the manufacture of this device. No causal link between the device and the event was identified.

Manufacturer narrative:
Clinical code: 4578 - peripheral edema: the site reported an adverse event (ae) of peripheral hypodensity - new subtle peripheral hypodensity in spleen. Impact code: 2199 - no health consequences or impact: the patient outcome is resolved, without treatment or sequelae. Resolved date is (B)(6) 2025. Medical device problem: 2993 - adverse event without identified device or use problem: the site confirmed here was no issues with the device before or during implant. Component code: 4755 - part/component/sub-assembly term not applicable. Type of investigation: 4110 - trend analysis: 4-year review was performed, occurrence rate was (B)(4). No trend requiring action at this time. 4112 - analysis of information provided by user/third party: scan review was performed on (B)(6) 2025 which concluded the below: the event was submitted to report a new subtle peripheral hypodensity in spleen, which may represent tiny infarct. Assessment of the post implant imaging does not demonstrate any device related issues. 4111 - communication/interview: additional information was received by the site on 18 mar 25 which confirmed the below: there was a (B)(4) oversize and it was based on the true lumen size. There was no intention to try and remodel the true lumen to its original size. There was no anatomical features of note. The event was identified on a cta taken on (B)(6) 2025. There was no issues with the device before or during implant. There was no issue between implantation and the patient event 8 days later. The patient outcome is resolved, without treatment or sequelae. Resolved date is (B)(6) 2025. Investigation finding: 3233 - results pending completion of investigation. Investigation conclusion: 11 - conclusion not yet available.

Event description:
On post operative day 8 (08-feb-2025), site reported an adverse event (ae) of peripheral hypodensity - new subtle peripheral hypodensity in spleen, which may represent tiny infarct. At time of reporting site has indicated in edc (electronic data capture) that no action was taken to treat the adverse event. The patient outcome is resolved, without treatment or sequelae. Resolved date is (B)(6) 2025. The patient continued in the study.